Event description:
During a ptca/stenting treatment procedure involving a calcified and 90% stenotic lesion in the proximal portion of the lad coronary artery, the quantum monorail balloon was suspected to have ruptured when extrusion of contrast dye into the vessel was noted distal to the balloon at 16 atm's on the initial inflation. The patient was asymptomatic during this event. The quantum monorail catheter was removed and replaced with another quantum monorail catheter to complete the procedure. It is noted that despite predilating the lesion, resistance was met upon insertion and with removal of the quantum monorail balloon. A radius stent was placed in the proximal lad lesion as was previously planned and the procedure was successfully completed. A telmo introducer sheath (size unknown), a bmw guidewire (size unknown), a mach 1 guide catheter (size unknown), and a namic inflation device were also used in this case. Patient status is reported as 'good'.